Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknow, product type software. Product ID hh9020tdd lot# rf8ra16j4ml. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen and bupivacaine via an implanted pump for an unknown indication for use. It was reported the communicator replacement did not resolve their issue. The patient rep clarified the issue was a telemetry issue. Patient would see "connecting" with no other verbiage on the screen and had to tap cancel and relaunch the app again for the ptm to connect to the pump. The patient also was intermittently encountering ¿no pump found¿. The patient rep disabled airplane mode and cleared data of the handset then attempted syncing again. The issue resolved. The last refill was on (B)(6) 2025. A replacement handset was requested from repair. The patient rep called back on (B)(6) 2025 stating the equipment worked 'for a few days' after calling last week but yesterday (B)(6) 2025 and today the patient had been unable to bolus despite the equipment being charged and their data being cleared last week. The patient had the communicator replaced, but never the handset and the han dset must be getting old because the patient¿s pump battery was due to be routinely replaced soon. It was noted the patient had not had any falls/trauma. The agent assisted the caller in navigating to clear data and read the patient¿s data was 176 kb. The caller removed data, and the patient was able to request/receive a bolus. Agent reviewed considerations but agreed to replace handset as part of troubleshooting. A request was sent to repair to replace handset.